Event description:
It was reported that the pump screen response diminished and required repeat entries. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting.